Event description:
On (B)(6) 2016, a patient with rheumatic heart disease had a triple valve replacement with a 19 mm epic valve (sn: (B)(4)) implanted in the aortic position, a 25 mm epic valve (sn: (B)(4)) implanted in the mitral position and a 27 mm epic valve (sn: (B)(4)) implanted in the tricuspid position. On (B)(6) 2018, the patient presented with tricuspid regurgitation and incomplete coaptation. On (B)(6) 2018, the 27 mm epic valve in the tricuspid position was explanted as the valve was suspected to be calcified. A 25 mm edwards valve (model: 6900) was implanted. The patient is reported to be stable.

Manufacturer narrative:
The valve was explanted due to tricuspid regurgitation. The noted incomplete coaptation was confirmed. Morphological and histopathological examination found circumferential fibrous pannus ingrowth on the inflow and outflow surfaces, which straddled all commissures and severely retracted the cusps. Cusp 3 contained a small tear on its free-edge. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated the patient had a history of rheumatic heart disease. The pannus pinning and retracting the cusps did not allow for complete coaptation, thus potentially contributing to the regurgitation. The valve had been implanted in the tricuspid position. Under indications for use within the instructions for use artmt100105071 ver. A, "epic valves are indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve." The individualization of treatment section states safety and effectiveness has not been established for "patients requiring pulmonic or tricuspid valve replacement."